Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: the distension balloon failed to distend on both sides and then burst. The balloon was disposed of as it was too contaminated. The actual device has been disposed of. No pt injury was reported.